Manufacturer narrative:
Following receipt of additional information concerning this case it has been determined that the initial report was submitted in error as a duplicate report that was already submitted under (B)(4) (1020279-2018-00554). Please therefore disregard this report. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that surgery extended over two hours.